Event description:
It was reported that the device exhibited error code 1270. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with reported error code 1270. Service history review identified no indication that the complaint was related to a service of the device within the review period. No physical damage was found on the device. Review of event history confirmed that there was a record of error code 1270. A defective mainboard was possible cause. Replaced the mainboard and device passed all function tests.